Event description:
It was reported that the patient presented with their left ventricular (lv) lead dislodged. The dislodgement was confirmed via x-ray and the lv lead was noted to have been capturing the atrium. Therefore, the physician elected to explant and replace the lv lead successfully. The patient condition was stable.

Manufacturer narrative:
Further information requested but not received.